Manufacturer narrative:
The bio-console instrument was returned and the reported p1/p2 suddenly reported a number, alarmed and stopped the instrument were verified during service. The service technician reported that they were unable to duplicate the reported issue but were able to confirm in the event log that pressure p1 displayed -41 mmhg when the instrument was powered on, the customer was not able to zero the pressure display and that the low alarm was triggered. The customer then adjusted the low alarm from -10 to -60 so the alarm would stop. The service technician reported that it does not appear that the instrument was in use or that they had initiated rpm or flow when the issue occurred or that this issue caused the instrument to stop. During preventative maintenance, the service technician noted that pressure p1 was unstable. The issue was resolved by replacing the mp module. Preventive maintenance was performed per specifications. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console instrument the customer stated that they had not used the pressure sensor but the p1/p2 suddenly reported a number, alarmed and stopped the instrument. The handcrank was in use for 5 minutes to maintain flow while setting up a replacement bio-console.the customer stated that they replaced the instrument quickly and the issue did not affect the patient. The surgery was completed as expected after this issue.